Event description:
As reported through review of received medical records by an edwards lifesciences quality clinician, the patient had a valve in valve (26mm sapien 3 ultra valve within a pre-existing bioprosthetic valve) in the pulmonary position. The 26mm sapien 3 ultra valve was advanced through the pre existing bioprosthetic pulmonary valve with some effort, though successful advancement/crossing was achieved without an allegation of an edwards lifsciences device deficiency. The valve was deployed successfully in the appropriate position. Follow up dynamics demonstrated an excellent result. Angiography demonstrated no significant pulmonary insufficiency, resulting in a competent pulmonary valve and normalization of the pulmonary artery traces. The patient developed atrial fibrillation during the placement of the pulmonary valve. The patient was monitored without spontaneous return of sinus rhythm. The patients rhythm normalized after synchronized cardioversion at 50j. The patient remained hemodynamically stable through this event and in sinus rhythm through the remainder of the case.

Manufacturer narrative:
The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The device was used in off label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Atrial fibrillation is a common pre existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patients disease at some point in the post operative period. According to the literature review, and as documented in ew clinical technical summary for complaints atrial fibrillation, despite ongoing efforts to decrease its occurrence, post operative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.